Event description:
Clinical study. Same case as 2134265-2008-04996. It was reported that 1336 days after a coronary artery stenting procedure the patient experienced a myocardial infraction (mi). The lesion being treated was a 3.0mm, 70% stenosed 21mm long portion of the distal circumflex (dist cx). The physician treated the lesion with two (3.0x24mm and 3.0x12mm) taxus liberte study stents. On the first attempt to treat the lesion, the 3.0x24mm stent was implanted. Due to a bailout dissection, the second 3.0 x 12 mm stent was implanted. Post procedure, there was 0% residual stenosis. The patient was discharged the next day on protocol doses of aspirin and clopidogrel. About 1336 days after the index procedure, the site reported the patient had an mi. The patient was hospitalized and underwent a non-target lesion revascularization. Five days later, the event was resolved without residual effects and the patient was discharged. In the opinion of the physician the relationship of the mi to the taxus liberte stents is not related.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.